Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Information not provided. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit stopped ventilating at the end of the case while transferring the patient from the surgical table to the gurney. The patient's o2 saturation dropped from 96% - 100% to 65%. The patient's desaturation lasted approximately 2 minutes before an ambu bag was used to return o2 saturation to baseline. The patient was discharged in stable condition.

Manufacturer narrative:
There is no evidence of device failure. Based on the information provided in the complaint and the device logs, it is likely that a leak or occlusion of the patient circuit or a patient disconnect occurred during patient transfer contributed to the resulting insufficient patient ventilation. The user pressed the silence key, which silenced the anesthesia machine alarms.